Event description:
It was reported that pump displayed malfunction alarm labeled malf 0 with no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction appeared again.